Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One 15 deg taper 3.5p,1mm-2mm (15at312) and one 15 deg taper,3.5p 2mm-3mm (15at323) were returned for investigation. Visual evaluation of the as returned products identified no apparent malfunction, signs of use with blood and debris on the devices. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Device history record (DHR) reviews were completed for the subject lot numbers (63808228 & 63650221). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (63808228 & 63650221) for similar events and no other complaint was identified. Complaint category keyword: loosening therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable for the reported devices.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment was loose.